Event description:
It was reported that the patient presented after receiving shock therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent and information received on the remote transmission was reviewed by qualified personnel indicating "potential inappropriate therapy" for therapy delivered for af with rvr which was mis-detected as a vt/vf. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.